Event description:
It was reported that during use with 4 bd vacutainer® serum blood collection tubes the stopper was loose and blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter: loose cap of clot blood tube so sample were split.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.